Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing adequate relief. Surgical intervention may be taken to explant the system.

Event description:
Follow up information received identified the patient had his scs lead removed.